Manufacturer narrative:
The device and data logs were returned for analysis. Review of the data logs found no notable alarms. A physical examination of the device found no damage that would have caused/contributed to the reported issues. As such, we are unable to determine a root cause for the reported hematoma and neurological event.

Manufacturer narrative:
The impella device was received and an investigation is underway. Upon completion of our evaluation, a supplemental MDR will be filed.

Event description:
The complainant reported a (B)(6) male patient presenting with cardiomyopathy for hemodynamic support using the impella 5.5 device. During support, the patient developed a pocket hematoma that required evacuation to resolve. Additionally, the patient lost grip and feeling in their hand attached to the impella inserted limb that required premature removal of the device as intervention. After removing the device, the neurological impairment was resolved.